Event description:
Reportedly, the problem with the subject programmer is that the display screen is not working and intermittently displays abnormal random colors and or lines making the programmer unusable.

Event description:
Reportedly, the problem with the subject programmer is that the display screen is not working and intermittently displays abnormal random colors and or lines making the programmer unusable.